Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4318, lot #: 18467626, description: clik x anchor.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there is no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.